Manufacturer narrative:
A ge rep evaluated the system and replaced the rui console. System operates as intended.

Event description:
Customer reported the touch screen is not working and the system is displaying a collision error. No pt injury was reported.